Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was charging intermittently. The customer stated that they were unsure if the charging issue was due to the usb cable or usb port. There was no reported impact to the customer's blood glucose level.